Event description:
It was reported that this artificial urinary sphincter (aus) had a hole on the balloon resulting in the device not functioning as intended. The aus was explanted and replaced. No patient complications were reported.